Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure radiopacity issues with the guide wire tip occurred. The unspecified target lesion was in the left anterior descending (lad) artery. A pt2 moderate support 185cm str guide wire has been selected and advanced to an unspecified location. During the procedure, it was noticed that the guide wire tip was intact; however, only a portion of the 2cm tip appeared radiopaque. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".